Event description:
It was reported that this lead was an attempted implant due to loss of capture. Another lead was successfully implanted. No additional adverse patient effects were reported. This product has not returned for analysis.